Event description:
The customer reported, the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the bios configuration data. The system operates as intended.